Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility a swollen battery was noted. Prior to testing the device was sent to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events or delays in the critical therapies while the device was in clinical use. No additional info was provided.